Manufacturer narrative:
Per the picture from the user facility, one of the lines was too long and appeared to have been switched with a different line which was too short.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia tubing pack was built backwards. Instead of being built 4:1, it was built 1:4 which was discovered mid procedure and could have caused too much cardioplegia to be delivered. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported issue was confirmed. The sample was not returned to the manufacturer for further evaluation. However, a photograph was provided, and it was identified that the issue occurred in line 18 of the drawing specification. The assembly was built with incorrect configuration of the cardioplegia. The tubing used for l2 and l12 tubing segments were swapped on line 18. The 1/8x1/16 tubing was used for the l2 tubing segment and 1/4x1/16 tubing was used for the l12 tubing. It was determined that this was a manual assembly issue reversing the cardioplegia ratio 4:1 to 1:4, resulting in an incorrect amount of cardioplegia being delivered to the patient. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the issue involved a tubing pack and a cardioplegia delivery circuit within it that had the wrong diameter tubing size in it. The tubing sizes were reversed. The issue was discovered during cardiopulmonary bypass (cpb). The cardioplegia circuit tubing was not changed out. There was no harm to the patient, and the surgery was completed successfully. The cardioplegia circuit tubing was not returned to the manufacturer for further evaluation, however, pictures were taken and shared by the customer confirming the reported issue. Further investigation revealed that the 1/4-inch tubing was used where the 1/8-inch tubing should have been and vice versa. The cardioplegia tubing circuit was assembled in a 1:4 ratio instead of a 4:1 ratio. This was a workmanship error, with production associates not correctly using the specified diameter tubing, identified in the customers' specifications diagram. The result of this incorrect assembly is that the incorrect volume and concentration of cardioplegia was delivered to the patient since the customer was not aware of the tubing diameter change and did not change the flow constant factor on the roller pump.